Event description:
It was reported that the pt had been experiencing a loss of therapeutic effect, increased baseline spasticity, difficulty walking, burning sensation, motor weakness, pruritus, muscle rigidity, fatigue, headaches, dizziness, an allergic reaction, and tingling. The symptoms had been going on "for awhile now." The patient had experienced the same symptoms before when a catheter leak was revised. The pt was at home and her status was reported as "undetermined". It was indicated that diagnostic studies had been performed but the dates of testing, types, and results of testing were not reported. The reporter was not sure if the baclofen in the pump was lioresal brand or compounded. The concentration and daily dose being delivered via the pump were not reported. Additional info has been requested but was not available on the date of this report.